Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. For clarification, the mcs tip cover accessory exhibited localized melting at the midsection towards the distal end, which is indicative of arcing. Additionally, the mcs tip cover accessory was found to have a tear at the distal end. Tears are not axially aligned with the tip cover and measure from .022 to .183¿ in length. There are no signs of thermal damage present at the end of any tears. The tip cover was installed on an in-house mcs instrument and driven on an in-house system without any issues and did not fall off during testing. This complaint is being reported due to the following conclusion: the mcs tip cover accessory was damaged due to arcing and had tears on the gray silicone area with no evidence or claim of user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) tip cover accessory was found to have corrosion and a micro-tear below the collar. The da vinci coordinator contacted technical support to report the event. According to the coordinator, no fragments fell into the patient and the surgical team continued with the case utilizing a different da vinci backup instrument and accessory. The procedure was completed. On 10/11/2019, intuitive surgical, inc. (Isi) obtained the following additional information from the surgeon and the site's robotic's coordinator regarding the reported event: the robotic's coordinator stated there were tears on the mcs tip cover accessory, and it was located below the indent on the grey portion. It was also reported that the arcing witnessed by the site caused a burn on the patient's uterine serosa. The surgeon confirmed that the uterine serosa tissue that was burned was the tissue that was to be removed and "clinically irrelevant." The surgeon confirmed that there was no issue with cannulas, instrument collision, or damage to the insulator/tip cover prior to the arcing event. However, the surgeon did notice a tear at the distal end of the tip cover after it was removed, though that is not where the arcing was witnessed. The assistants did have some difficulty with the removal of the tip cover after the arcing events occurred, and the replacement of the tip cover was requested. The surgeon thought additional tip cover damage might have happened at that time. There was a small visible defect on the side of the tip cover accessory in the middle of it when inspected after the arcing event. The surgeon speculated that there was likely a small defect there that may have expanded as energy passed through the tip cover. The erbe vio settings were as follows: soft coagulation and autocut were set at 4 and it was confirmed that the electrolube was applied to the monopolar curved scissors (mcs) instrument prior to the tip cover accessory installation.